Event description:
It was reported in preparation for a drug-eluting stenting treatment procedure, catheter breakage occurred. Prior to deploying the 2.50x24mm taxus libertã© drug-eluting stent delivery system, the catheter fractured. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause can be determined.bsc ID#a00045995/tw#297382 h3 other text : product unavilable for analysis